Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial, that the initial procedure treated the 90% restenotic, mildly calcified, mildly tortuous, bifurcated svg to om1. Predilatation had been performed and two promus stents, (2.5 x 18 mm and 3.0 x 18 mm) were placed overlapping each other, resulting in 0% residual stenosis. The pt was discharged two days post procedure on asa and plavix. The pt returned in 2009, with 100% focal isr of svg to om1. Treatment consisted of balloon angioplasty and placement of a xience des resulting in 0% residual stenosis, resolving the event. The physician assessed this event as definite relation to the 3.0 x 18 mm promus stent. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp. Distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Restenosis, as listed in the promus IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any indications of a product quality deficiency. A conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.